Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported via phone call that the customer received with no delivery alarm during priming and bolusing. Customer changed the set 8 times using different spots and it is still saying no delivery. The blood glucose was 337 mg/dl at the time of the incident. Customer treated high blood glucose with syringes. Customer declined troubleshooting of the high blood glucose. The insulin pump will returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.